Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8835, serial # (B)(4), product type programmer, patient.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the patient¿s pump flipped and she couldn¿t get it to ¿accept the extra dose medicine from the remote.¿ the patient was in a different city away from home and was wondering if there was a physician she could see there. It was later reported the patient was back home and her managing physician was working to get authorization from her insurance to fix the problem. The patient was experiencing pain. It was noted the patient usually wore a band to keep the pump from moving

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.